Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with an unspecified juvéderm. Patient developed a nodule. Four months later, hcp injected the patient on the "opposite side of the upper lump" to "balance out" the volume of the lip. Patient later developed a second nodule and describes it as "coming up to the surface and being white". Symptoms are ongoing. This relates to the first injection.